Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target flash memory test. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.